Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that during return inspection it was noticed that two hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) have cloudiness on lenses that cannot be wiped clear. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, it was identified that distal tip was damage, the outer tube was bent and the broken lenses in optical system were broken; they were replaced. Also, the distal tip had deposits. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause of the damaged could be related to lack of maintenance as well as rough use by the user, causing deterioration in the optical components. However, this cannot be conclusively affirmed. A manufacturing record evaluation was previously performed for the finished device serial number:1381351, and no nonconformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during return inspection it was observed that the hd arthroscope/ sinuscope 4.0mm x 30 deg x 167mm (mitek lock) device had cloudiness on its lens that could not be wiped clear. There was no procedure nor patient involvement reported. No additional information was provided.